Manufacturer narrative:
H.6. Investigation: one photo of a used primary set, model 2420-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that tubing appeared to have just come apart was verified. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation, and leakage. The following information was provided by the initial reporter: material no: 2420-0500 batch no: unknown patient was receiving an infusion and noted that the tubing appeared to just come apart. Patient is very reliable, awake, alert, and fully oriented, and intelligent. Patient immediately rang call bell. Nurse immediately stopped infusion. A few drops of medication were on the patient's hand. Nurse immediately escorted patient to sink for thorough hand washing with warm soapy water. Patient immediately escorted to a different room. Chemo spill clean-up protocol was followed as per ons guidelines for best practice/ mlh policy. This occurred approximately 8 minutes after the infusion had started. Drug being infused: pertuzumab (**this medication has ablack box warning for embryo-fetal toxicity) rate: 578ml/hr, total volume in IV bag= 289ml (rate per physician's orders, based onnccn treatment protocols)

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation, and leakage. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: unknown. Patient was receiving an infusion and noted that the tubing appeared to just come apart. Patient is very reliable, awake, alert, and fully oriented, and intelligent. Patient immediately rang call bell. Nurse immediately stopped infusion. A few drops of medication were on the patient's hand. Nurse immediately escorted patient to sink for thorough hand washing with warm soapy water. Patient immediately escorted to a different room. Chemo spill clean-up protocol was followed as per ons guidelinesfor best practice/ mlh policy. This occurred approximately 8minutes after the infusion had started. Drugbeing infused: pertuzumab (**this medication has ablack box warning for embryo-fetal toxicity). Rate: 578ml/hr, totalvolume in IV bag= 289ml (rate per physician's orders, based onnccn treatment protocols).